Event description:
The customer reported that the system would not power on (boot up). There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Circuit breaker 2 was reset. The system was then found to be operating as intended.